Event description:
It was reported that the device was displaying the service wrench icon and had a fault code in device memory that relates to the biphasic energy circuitry and indicates a possible failure of the device to deliver the expected level of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio recommended repair of the biphasic pcb. However, it was declined by the customer. Since no further evaluation of the device will be performed, the root cause of the reported failure cannot be determined.